Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient performed pd therapy in a poor environment with a dog present. The patient had cloudy effluent. About two weeks later, the patient¿s drain fluid was clear. Eight days later the patient was hospitalized for peritonitis because they had cloudy fluid in their drain bags. The patient was treated with four courses intraperitoneally of gentamycin and vancomycin (doses and frequencies not reported) for the infection. During hospitalization, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, it was unknown if the patient had recovered from the peritonitis event. It was reported that the patient was retrained on aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. The guide instructs, in order to reduce this risk, the patient should not perform dialysis in the same room as pets or animals. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.